Event description:
Reporter indicated that vns patient had passed away. It was reported that the patient experienced an episode of status epilepticus that lasted for 30 days. The patient reportedly experienced a >50% reduction in seizures with the vns therapy and was receiving therapy at the time of death. There is no evidence at this time that the vns therapy system caused or contributed to the reported event.